Event description:
The nurse was preparing to do a dressing change. She opened the package of sterile gauze and noted that there was a grey-brown colored foreign body approximately 3mm x 2mm caught up in the fibers of the dressing. The nurse did not use the product on a patient. The rn opened another package of gauze and used it instead. There have been no other reports from staff or findings like this.======================manufacturer response for gauze sponge, gauze sponge usp type vii======================returned to manufacturer for investigation.